Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of june 2025; further described as "within the last 2 weeks". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) non-dehp i.v. Catheter extension sets could not be flushed while trying to draw labs during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: one (1) actual sample and two (2) photographs were provided for evaluation. The photographs were reviewed, and it was noted that they indicated the location of the blockage. The actual sample was visually inspected and did not identify any abnormalities that could have contributed to the reported condition. The sample was pressure and blockage tested, and no leak was noted in the set; however, a blockage was found between the male luer and tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.